Event description:
It was reported by service report that the footboard is cracked with sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Conclusion: foot board.